Event description:
From additional information received, it was reported that the patient was revised due to implant fracture . Patient was experiencing pain and instability in right knee due fall. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products - unknown tibial tray, unknown femoral. Reported event was unable to be confirmed due to limited information received from the customer. Visual image of the device shows signs of wear and the post fracture off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: cps taper locking cap/oss sc, catalog # 178710, lot # unknown; reserved for (B)(4), catalog # 407290, lot # unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to instability of articular surface prosthesis. Attempt for further information has been made, but no further information has been provided.